Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the ligator band continuously released and it was noticed that the bands were overlapping. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2610 relates to the reportable issue of bands failed to deploy. Problem code 1484 captures the reportable issue of bands prematurely deployed. Block h10: investigation results: received one speedband superview super 7 for analysis with the handle assembly, ligator head and velcro strap for analysis. A visual examination of the complaint device found all bands were present in the ligator head and the ligator head was still attached to the trip wire. The suture was intact and attached to the trip wire loop. Also, the trip wire was partially rolled in the handle assembly and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue noted with the handle assembly and velcro strap. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the ligator band continuously released and it was noticed that the bands were overlapping. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.